Event description:
It was reported that during an unspecified surgical procedure, it was observed that the cord of the foot control device was ¿frayed¿. There were no delays to the scheduled surgical procedure as a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  A visual assessment was performed and the reported condition was duplicated and confirmed.  The assignable root cause was determined to be mis-handling.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.